Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been implanted on (B)(6) 2016 and a manufacturer representative made programming adjustments. The patient was educated while still under anesthesia and did not know or remember how to adjust the stimulation. The patient reported stimulation at an undesired location. The patient programmer showed that stimulation was on. The stimulation was being felt in the right hip and back of leg only when it should have been in the low back and back of the right leg. This was considered a sudden change of therapy/symptoms. The patient only had one group and 2 programs. Increasing or decreasing the stimulation did not resolve the issues. During troubleshooting the amplitudes of both were brought down to zero and then increased one at a time. The stimulation was still at the wrong location. It was reported that an issue had occurred during the implant surgery. The patient was not exactly sure what had happened, but it was reported that nerve damage occurred during the implant surgery. The patient had pain. The patient was going to be seen next week about the issue. Abdominal pain was reported and did not start until the implant was placed. When stimulation was set to 0.0v for both programs, the patient still had abdominal pain. It was later reported by the implant hcp that the patient¿s implant surgery was very normal and that there were no issues whatsoever. ¿the patient was not being truthful¿ if they stated there was never damage. The hcp also reported that the manufacturer representative programmed the patient without any issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no steps had been taken to resolve the abdominal pain that began after the implant of the spinal cord stimulator (scs). Steps taken to resolve the stimulation the patient was feeling in her right hip and back of her leg that began after the implant of her scs included a manufacturer's representative (rep) helping to adjust the width and strength of the stimulator. It was noted the rep met the patient at the hospital and then again to adjust at her doctor's office visit. Additional information received from the patient via a rep reported the patient did not receive the stimulation coverage she had hoped for to her affected areas. The patient had a couple reprogramming sessions done and decided that she wanted it explanted. An impedance check was done and there were no abnormalities. The patient's system was explanted on (B)(6) 2016. The issue was noted to have resolved and the patient's status was "alive with no injury" at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.